Manufacturer narrative:
It is unknown if the device is available for evaluation. It has not yet been received.

Event description:
The event involved an unspecified pump that was reported to be infusing heparin. The pump was auto changing the volume to be infused, after it had been programmed to what the order indicates, leading to the patient almost receiving three times the amount of heparin intended. There was patient involvement however no report of harm.

Event description:
Additional information received from the customer stating that this was a user error since they were not familiar with the pump.

Manufacturer narrative:
The device was not returned to the service hub for analysis and evaluation. Therefore, visual inspection and functional testing was not performed. Review of 12-month service history and event history/alarm logs could not be performed because no serial number was provided. No event history was received from the customer, a review of the event history could not be performed; therefore, the reported complaint could not be replicated or confirmed. A review of case # (B)(4). Did not indicate a probable cause. The root cause of the customer¿s experience was most likely due to use error.